Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen2502 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported yesterday the team was inserting a 3 fr single lumen PICC for a 5 year old, at the end of the procedure when the guide wire was being removed from the catheter, it was noted that the guidewire was fractured approximately 5 cm from the tip and was dangling. The wire had been withdrawn and the catheter was trimmed prior to the procedure. The inserter is 100% certain that the guidewire was withdrawn well past the trim site. The insertion was uneventful, however the 3cg was not reading correctly and a chest x-ray was obtained.

Event description:
It was reported "yesterday the team was inserting a 3 fr single lumen PICC for a 5 year old, at the end of the procedure when the guide wire was being removed from the catheter, it was noted that the guidewire was fractured approximately 5 cm from the tip and was dangling. The wire had been withdrawn and the catheter was trimmed prior to the procedure. The inserter is 100% certain that the guidewire was withdrawn well past the trim site. The insertion was uneventful, however the 3cg was not reading correctly and a chest x-ray was obtained." Per additional information rcvd: the stylet was identified as partially fractured at the end of the insertion process when the stylet was removed from the catheter. The inserter reports with absolutely certainty that the stylet was withdrawn back well beyond the trim point when the catheter was trimmed for insertion. Insertion procedure went smoothly, no unexpected issues other than the 3cg reading was not responding as expected. 3/15/2021 medwatch received stated- "after uneventful, successful placement of a PICC (peripherally inserted central catheter), the stylet upon removal was noted to have a partial fracture, approximately 5cm from the tip. Thankfully, the fracture was not complete as the entire stylet was noted to be present. Concern expressed regarding implications if the fracture had been complete."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the exact cause remains unknown. One 3cg stylet was returned for evaluation. The stylet was returned coiled around itself. A complete break in the polyimide tubing was present approximately 4.8 cm from the distal end. The core wire was still intact. Microscopic observation of the distal tip of the stylet revealed it to be intact. The area near the fracture location was observed to be compressed which suggest the stylet likely kinked before the fracture. A slight bent in the polyimide tubing was observed approximately 2 cm from the fractured region. The polyimide tubing was cut near the break location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the condition of the returned stylet, possible contributing factors include damage during handling, advancement against resistance, and patient anatomy. Since the stylet was observed to be fractured, the complaint is confirmed, cause unknown. A lot history review (lhr) of reen2502 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the exact cause remains unknown. One 3cg stylet was returned for evaluation. The stylet was returned coiled around itself. A complete break in the polyimide tubing was present approximately 4.8 cm from the distal end. The core wire was still intact. Microscopic observation of the distal tip of the stylet revealed it to be intact. The area near the fracture location was observed to be compressed which suggest the stylet likely kinked before the fracture. A slight bent in the polyimide tubing was observed approximately 2 cm from the fractured region. The polyimide tubing was cut near the break location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the condition of the returned stylet, possible contributing factors include damage during handling, advancement against resistance, and patient anatomy. Since the stylet was observed to be fractured, the complaint is confirmed, cause unknown. A lot history review (lhr) of reen2502 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported yesterday the team was inserting a 3 fr single lumen PICC for a 5 year old, at the end of the procedure when the guide wire was being removed from the catheter, it was noted that the guidewire was fractured approximately 5 cm from the tip and was dangling. The wire had been withdrawn and the catheter was trimmed prior to the procedure. The inserter is 100% certain that the guidewire was withdrawn well past the trim site. The insertion was uneventful, however the 3cg was not reading correctly and a chest x-ray was obtained.